Event description:
A malfunction was reported on the pump after exposure to heat. There was no reported impact to the customer's blood glucose level due to the malfunction. Technical support provided instructions for resetting the pump, and the caller successfully reset it, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the caller acknowledged.